Manufacturer narrative:
On (B)(6) 2026, the patient called regarding reconnecting their mcot device with universal patch configuration after a break in service (bis) due to skin irritation. The patient experienced general redness, irritation, itching, raised skin, and blisters/welts while using the device (electrode lot # p203827). The patient sought medical treatment from a dermatologist who prescribed a non-steroid cream for the irritation.the patient confirmed they had followed the recommended skin preparation steps. The patient has a documented history of skin sensitivity/allergy to latex adhesives. The patient's break-in-service lasted approximately 5 days. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a documented history of skin sensitivity/allergy to latex adhesives. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026, the patient called regarding reconnecting their mcot device with universal patch configuration after a break in service (bis) due to skin irritation. The patient experienced general redness, irritation, itching, raised skin, and blisters/welts while using the device (electrode lot # p203827). The patient sought medical treatment from a dermatologist who prescribed a non-steroid cream for the irritation.the patient confirmed they had followed the recommended skin preparation steps. The patient has a documented history of skin sensitivity/allergy to latex adhesives. The patient's break-in-service lasted approximately 5 days.